Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in the successful initiation of a new sensor session without further errors.